Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading the cartridge, the pump declared a minimum fill notification after it was filled with 300 units of insulin. Customer added insulin to the cartridge and reloaded it successfully, displaying an accurate fill estimate. Customer's blood glucose was 109 mg/dl.